Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon final review of medical clinical and completion of the plant's investigation. This product report is related to two other product reports for the same event.

Event description:
It was reported by the clinic that a pt expired during his peritoneal dialysis treatment. The pt received CPR and emergency medical services were called, pt was transported to the emergency room. Efforts to resuscitate the pt were unsuccessful.